Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected scrolling numbers anomalies or stuck buttons noted. The insulin pump alarmed button error after it booted up and down button had intermittent button responds due to corroded keypad traces. No click noised on down arrow button noted. The device had cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm. Custumer reported that numbers began to scroll when attempting a bolus. Customer reported that the down button was not responding. Customer's blood glucose was 154 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.